Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s recharger displayed a ¿call your doctor¿ icon and 376 antenna test temp failure error code. It was noted the patient last recharged about a week prior to this report and last felt stimulation the morning of this report. It was further noted the patient saw a power on reset (por) screen with a 006 error code. It was noted the patient tried to synchronize the patient programmer with their implantable neurostimulator (ins) and saw a ¿push synchronize screen.¿ it was further noted the patient could not get the programmer to communicate with the ins. It was noted the patient tried using the recharger to connect to the ins and saw a reposition antenna screen. It was further noted the patient tried using the antenna locate feature and saw a por with error code 376. Additional information received reported the patient received their new antenna, but they still could not communicate with the ins. Additional information received reported the manufacturing representative believed that there was something wrong with the patient¿s ins. It was noted that both the recharger and patient programmer would not connect to the ins. It was further noted the patient had an appointment with the healthcare professional. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient had her device replaced "in september or october due to end of life."